Event description:
A malfunction alarm, identified as malf 12, was reported by a customer, causing the customer's blood glucose level to exceed high thresholds, though the exact value was not specified. The customer managed the situation by administering a correction injection. There was no need for third-party assistance. The issue had occurred multiple times with the same pump, which was in warranty. Technical support decided to replace the pump and sent a new one with updated software, instructing the customer to use manual injections as a backup therapy during the transition. The customer was guided on how to prepare the faulty pump for return and agreed to the instructions, including programming the replacement pump and reconnecting their continuous glucose monitor.